Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated potassium result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). It is unknown what the correct potassium result is for this patient. There are no known reports of patient intervention or adverse health consequences due to the discordant potassium result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00164 on 27-may-2022. Additional information (20-jun-2022): quality controls (qc) recovered in range at the time of the event. Sample integrity issues caused by pre-analytical factors cannot be ruled out as a contributing factor to the event. The cause of the event is unknown. The investigation findings and investigation conclusions codes in section h6 were updated to reflect this information. The system is performing according to specifications. No further evaluation of this device is required.